Event description:
The customer reported that the collimator iris was too large and it stuck upon boot up of system. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the high voltage cable assembly. The system operates as intended.